Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the instrument conductor wire failed the electrical continuity testing. The electrical continuity between one of the pk pins and the grip failed. No damage to the conductor wire was found at the tip or in the housing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the pk dissecting forceps instrument cautery would not work and the instrument wires were noted to be frayed at the distal tip during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.